Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that loss of capture threshold with high impedance and low sensing issues were observed. Physician noted that further testing found normal measurements. The lead remained implanted.